Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00877502801 lot# 3127795 bioloxâ® delta, ceramic femoral head, s, ã¸ 28/-3.5, taper 12/14. Cat# 110024464 lot# 816310 g7 dual mobility liner 44mm f. Cat# 110010246 lot# 6336063 g7 osseoti 4 hole shell 56mm f. Cat# 00-8114-000-10 lot# 64627384 cpt 12/14 size 0 cocr ext. Cat# 010000998 lot# 6847823 g7 screw 6.5mm x 25mm. Cat# 010000997 lot# 7074718 g7 screw 6.5x20. Cat# 010000997 lot# 7202950 g7 screw 6.5x20. Report source: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a revision surgery due to dual mobility dislocation and disassociation. The reason is unknown. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, pictures were provided. A visual examination of the provided pictures identified a damaged bearing and discoloration of the ceramic head. No medical records were provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.